Event description:
It was reported that this previously capped lead was part of the system revision due to infection. No additional adverse patient effects reported. The previously capped lead was surgically abandoned.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of event; d6b: explant date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this previously capped lead was part of the system revision due to infection. No additional adverse patient effects reported. The previously capped lead was surgically abandoned.